Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and noticed that the yellow plug on the cardioplegia circuit was partially broken. To fix the issue, he replaced the plug. A functional control and a test run were performed and passed with no further issue shown. The device was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. This is a known issue, corrective actions are in place.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking on the underside of the equipment during service. There was no patient involvement.